Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd microfine¿+ insulin syringes it was noticed a droplet of liquid on the tip of the needle a few times. The following information was provided by the initial reporter: before insertion into the insulin vial, I¿ve noticed a droplet of liquid on the tip of the needle a few times. The syringe, freshly unpacked, with the droplet at the tip which appeared after moving the plunger a few times.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 11-aug-2022. H.6. Investigation summary: customer returned (3) loose 3/10cc, 8mm syringes along with a photo of a shelf carton from lot # 0118337 and a video of a sample. Customer states that they have noticed a droplet of liquid on the tip of the needle a few times. All returned syringes were examined and no foreign matter was observed in or on any of the samples. The samples were also tested and no foreign matter came out of the cannula of any of the returned samples. The video was also examined and exhibited a clear material on the cannula. It is difficult to determine the identity of this material from the video. A review of the device history record was completed for batch # 0118337 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as it is difficult to determine the identity of this material from the video.

Event description:
It was reported that while using bd microfine¿+ insulin syringes it was noticed a droplet of liquid on the tip of the needle a few times. The following information was provided by the initial reporter: before insertion into the insulin vial, I¿ve noticed a droplet of liquid on the tip of the needle a few times. The syringe, freshly unpacked, with the droplet at the tip which appeared after moving the plunger a few times.